Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient with degenerative mitral regurgitation (mr) underwent a mitraclip procedure with implantation of two clips, one implanted at the medial leaflet and one at the central leaflet. The mr was reduced from grade 3-4 to grade 1. In (B)(6) 2017, the patient experienced shortness of breath. An echocardiogram was performed and the mr had increased to grade 4. The clip implanted at the central leaflet had detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). A second mitraclip procedure was performed on (B)(6) 2017. Three clips were implanted, one at the far medial leaflet and two on either side of the detached clip. The detached clip was stabilized and the mr was reduced to grade 1-2. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The lot number and expiration date are reported as unknown, because it could not be confirmed which of two clips experienced the single leaflet device attachment (slda); therefore, the information is reported as follows: lot: 70508u278; expiration date: (B)(6) 2018; lot: 70523u150; expiration date: (B)(6) 2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported mr is due to the slda and the reported dyspnea is likely a symptom or secondary effect of the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.